Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
At the time of release, it was impossible to deploy the stent the release handle seemed to be defective, not allowing the release of the prosthesis. When the nurse began to deploy the stent, after pressing the trigger two or three times, she heard a ¿noise.¿ after that, it was no longer possible to deploy the stent further. She tried to retrieve it, but nothing happened. Output of the packaging was ok. No kinking observed. Insertion in the scope ok. The passage in the stricture ok. No resistance felt. Elevator open. No resistance during the first trigger squeeze. Only the red mark was still moving, but the stent neither deployed nor retracted. Are there any images/videos of the device or procedure available? Ans. No. Was the product inspected for damage before use? Ans. Yes (no damages). What was the target location? Ans. Biliary duct. Details of the wire guide used (diameter, type, make)? Ans. Awg2. Was the zip port facing upwards and slightly curved when backloading the wire guide? Ans. Yes. What endoscope type and channel size was used? Ans. Olympus duodenoscope 4.2mm. What was the length and diameter of the stricture? Ans. No idea. Was the stricture dilated before stent placement? Ans. No. Was an assessment carried out to determine whether pre-dilation was necessary? Ans. No need. Was the safety wire removed? If yes, at what point was it removed. Ans. No. Was resistance encountered when advancing the wire guide to the target location? Ans. No. Was resistance encountered when advancing the delivery system to the target location? Ans. No. What was the position of the elevator during advancement? Ans. Open down. What was the position of the elevator during attempted deployment? Ans. Open down. Was the directional button pressed during use? Ans. No just checked before by the nurse if it was pressed in the good position. Was the yellow marker kept in view during attempted deployment? Ans. Yes. Was a stent previously placed at the same or adjacent location? Ans. No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Ans. Yes. Were any other defects (other than the complaint issue) observed on the device? Ans. No.